Event description:
In 2009, the pt reported that starting about 1.5 weeks ago, he has had elevated blood glucose readings even when he has not eaten anything. His target range is 125-135 mg/dl. He stated, he wakes up with elevated readings around 280 mg/dl and corrects his reading by bolusing insulin via his infusion device. He said, sometimes his readings will elevate again throughout the day. The pt woke up with a reading this morning of 283 mg/dl but has not given himself a correction bolus. He stated, he has not rec'd any error messages on his device. He changes his infusion headset every 4 days and was advised to change his headset every 2-3 days and his tubing every 6 days. He said, his current headset has been in use for 1 day and his tubing for 2 days. He confirmed the time and basal rates on his device are accurate. Troubleshooting did not find any product issues. He was advised to contact his doctor to see is his basal rates need to be adjusted. On follow up with the pt the following month, he stated, his blood glucose have started "coming back to normal". The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.